Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the pad clock was failing to increment and displayed a nonsensical date and time. This would indicate failure of the real time clock. The device records 64 log entries between (B)(6) 2006 and (B)(6) 2012. The device records self-test fails between (B)(6) 2011 and last log entry on the (B)(6) 2012. Investigation was unable to replicate or find any evidence of the reported fault. During the investigation the coin cell was found to be depleted and would account for the real time clock failing. This fault is not related to the reported fault and did not affect the ability of the device to deliver therapy.the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.